Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The cause of the f-38 alarm was determined to be an out of specification right force sensing resistor (fsr). To correct the condition, the right fsr was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.